Manufacturer narrative:
The customer¿s report of a defective pcu (8015) keypad resulting in the device not turning on was not confirmed. Physical inspection noted keypad was observed to be in good condition with no issues. The keypad¿s ac indicator light illuminated as expected and all keys functioned as intended. The root cause of the customer¿s report of defective pcu (8015) keypad resulting in devices not turning on was not identified. Device history review: review of the pcu module (B)(4) service history record showed the device had a manufacture date of 08may2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 23oct2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only a front case keypad assemby was provided for the investigation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. The issue was noted before patient use.